Event description:
The pt was implanted with a siltex saline mammary prosthesis in 1999. Subsequently, the pt experienced a deflation of the device, an infection, pain, asymmetry and seroma. The device was removed in 1999.